Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 413 mg/dl. Reportedly, customer was using lyumjev for insulin therapy. Additionally, customer consumed carbohydrates, and subsequently changed the non-tandem continuous glucose monitor sensor. While the sensor was in the 2 hour warmup, customer was not checking bg levels via fingerstick, and was unaware bg levels were rising. Bg was treated with intravenous saline. Reportedly, customer left the ER 4-5 hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.